Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, the device showed five years remaining longevity. The power consumption was one hundred forty percent. Initial analysis indicated that the device had a recent increase in power coincident with an increase in atrial sensing and this appeared to be the cause of the power increase. The device remains in service. No adverse patient effects were reported.